Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited over-sensing on the atrial lead consistent with electromagnetic interference (emi). Both the ipg and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.